Event description:
Consumer complaint of e-5 error. (B)(6), son customer calling on customer's behalf. (B)(6) states customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer unable to perform a blood test. Verified the strips expire 08/19/2016, unable to confirm the open date of test strips or the storage conditions. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: is black chemistry due to improper storage. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2014).